Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. All explanted device components were discarded and will not be returned. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. (B)(6).